Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead had dislodged. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information received notes that the right ventricular lead exhibited unspecified over-sensing and it was not dislodged. The patient was in stable condition.